Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.0 x 40 mm armada 18 balloon did not inflate. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. It is likely that smashed portion of the returned armada 18 contributed to the inflation issue while in the anatomy. It is likely that the inflation lumen became blocked off at the smashed area preventing the balloon from inflating. The smashed shaft likely occurred due to being bent or entrapped within the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported inflation issue likely occurred due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.